Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of the palmaz blue on aviator plus balloon (5x12/142p pk) stent delivery system (sds) was fractured. There was no reported patient injury. The target lesion was the carotid artery. The vessel level of calcification is moderate. The vessel level of angulation and tortuosity is none. The device was prepped according to instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. The total length of the stented segment was 10 - millimeters (mm). Only one stent was initially placed. There was no stent overlap. The stent was not implanted in an actively moving segment of the artery. The stented area in the vessel was not intramyocardial. There was no myocardial bridging noted. The fracture was identified with a radiography. The fractured stent was not completely separated. There was no migration of the separated segment. The stent fracture was not associated with any negative consequences. The fracture was not treated. There was no patient injury. The patient¿s current status is great. There is no procedural cd/film available for review. The device will be returned for evaluation.

Manufacturer narrative:
The stent of the palmaz blue on aviator plus balloon (5x12/142p pk) stent delivery system (sds) was fractured. There was no reported patient injury. The target lesion was the carotid artery. The vessel level of calcification was moderate. The vessel level of angulation and tortuosity was none. The device was prepped according to instructions for use (IFU). The device was prepped normally. There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. The total length of the stented segment was 10-millimeters (mm). Only one stent was initially placed. There was no stent overlap. The stent was not implanted in an actively moving segment of the artery. The stented area in the vessel was not intramyocardial. There was no myocardial bridging noted. The fracture was identified with a radiography. The fractured stent was not completely separated. There was no migration of the separated segment. The stent fracture was not associated with any negative consequences. The fracture was not treated. There was no patient injury. The patient¿s current status is great. There is no procedural imaging available for review. The device was returned for analysis. One non-sterile unit of a blue/aviator/plus 5x12/142p pk sds was returned for analysis coiled inside a plastic bag. Per visual analysis, the mentioned stent was not returned for analysis. Per microscopic analysis no damage was observed on the aviator balloon. A product history record (phr) review of lot 17787014 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-fractured¿ could not be confirmed as the stent remains implanted in the patient and therefore was not returned for analysis, and procedural images were not provided for review. The returned sds had no complaint against it and was undamaged on analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz blue .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. The use of this product for procedures other than those indicated in these instructions is not recommended. Prior to use, the product should be examined to verify functionality and integrity. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ this device is not indicated for use in the carotid arteries and as such this is considered off-label usage. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.